Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965 implantable pacing lead, (B)(6) 2012. (B)(4). The lead remains in use and will not be evaluated.

Event description:
It was reported that the there was an atrial lead warning due to oversensing of the t-wave. An x-ray of the lead was ordered and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.